Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the screws were removed due to infection.

Event description:
No new information.

Manufacturer narrative:
Additional information: d6a, d6b, h6 correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The customer followed the sterilization protocol per the IFU, but the patient developed an infection from an unknown bacteria, attributed to the plate's placement rather than the implant itself. Stryker¿s medical expert confirmed the implant did not cause or contribute to the infection (see communication log).